Manufacturer narrative:
The patient codes and device code were not included in the initial MDR.

Manufacturer narrative:
Lab analysis confirmed a distal bond peel but remained intact to the device. The angiosculpt device was returned for evaluation. Visual examination confirmed a distal bond peel but remained intact to the device. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
An angiosculpt catheter was used in the fistula gram and performed very well. Upon removal, the tip got caught in the sheath and the tip appeared delaminated.